Event description:
The patient¿s pump was refilled(B)(6) 2015 with a low reservoir alarm date at that time for (B)(6) 2015. The patient was seen on (B)(6) 2015 by the healthcare provider on that date the patient¿s dose was increased to a total of 1017.7 mcg per day giving them an alarm date for (B)(6). The patient¿s refill was scheduled for (B)(6) 2015. On (B)(6) 2015 telemetry confirmed a non-critical alarm was occurring, alarm due to low reservoir reached. They were concerned because the previous printout indicated the low reservoir alarm date was (B)(6) 2015 and the printout shows low reservoir date had changed today to (B)(6) 2015. When the hcp reviewed the patient¿s last record it said the alarm date would be (B)(6) 2015; however, he was not only alarming today but the strips reads that his alarm date was (B)(6) 2015. Upon review of the logs, it was noted that on (B)(6) 2015, the daily dose was 968.7 mcg/day. It appeared that dose was raised to the current level of 1017.7 mcg/day on (B)(6) 2015 and this would account for the difference in the low reservoir alarm dates. The hcp attempted to update the pump and the programmer was showing invalid telemetry multiple times. Per the hcp they tried numerous times to interrogate the pump and kept getting an invalid telemetry message alternating with telemetry in progress. They also tried a different programmer and the issue did not resolve. The reporter was eventually able to update the pump but it was more difficult than usual. There were no environmental factors the reporter was aware of that caused the problem as they were in the same room where they typically program pumps. Per the hcp there were no issues with their last refill. Per the reporter they filled the pump and updated reservoir volume. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n502113003, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).